Event description:
It was reported that the patient experienced a lead "issue," and, thereafter, did not use the implantable neurostimulator. The device was kept recharged, however. It was later reported that the patient experienced a failure of pain control. It was noted that a "lead failure" had occurred. There was an impedance "issue" with electrode #2. No further details were provided. It was later reported that the patient's leads and extensions were removed. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.